Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 164 mg/dl, 93 mg/dl, and 87 mg/dl, when all tests were performed within 10 minutes on the aviva system. No actions were reported taken, or treatment received. No adverse event reported. A request was made for the return of the suspect device, and no replacement product was sent.